Event description:
It was reported that the patient had connect power alarms and the system controller was switched out. Log files were sent for review. The original event log contained multiple power cable disconnect/low battery hazard alarms prior to the pump disconnect from the controller on 01feb2026. These alarms appeared to be a result of relative state of charge (rsoc) (battery data) invalid flags. The log files on the new controller contained no abnormal controller alarms or pump faults. The pump appeared to be operating as intended.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported atypical power cable disconnect and low voltage alarms were confirmed via analysis of the submitted log files. The system controller event log file from the original controller serial number (B)(6), captured intermittent power cable disconnect or low power hazard alarms throughout (B)(6) 2026. The alarms activated due to the relative state of charge (rsoc) voltage on the white or black power cable fluctuating below the alarm voltage thresholds. A driveline disconnect alarm was captured on (B)(6) 2026 which appeared consistent with the reported controller exchange. These alarms did not impact the controller¿s ability to support the system as intended while the driveline was connected, and no other notable alarms or events were captured in the log file. The system controller event log file from the new controller serial number (B)(6) did not capture any notable events or alarms, the controller appeared to support the system as intended. The heartmate 3 system controller (serial number (B)(6)) was not returned for analysis. A root cause for the reported event could not be conclusively determined through this analysis. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system IFU and heartmate 3 patient handbook are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and resolve power cable disconnect, low power advisory, and driveline disconnect alarms. Section 8 of the IFU, entitled ¿equipment storage and care¿ addresses how to properly care for and maintain the equipment for proper use. Section 10 of the IFU and patient handbook, both entitled ¿safety checklists¿ instruct users to regularly inspect their equipment, including their battery clips, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.